Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery charger/modem was unable to power up. The cause for the failure was isolated to a defective power supply brick connector. The pins were recessed on the connector. The cause of the recessed pins cannot be positively identified but is likely excessive force placed on the connector. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.

Event description:
A (B)(6) male patient contacted zoll customer support to report that, his battery charger would not power on. The patient was issued a replacement battery charger/modem.